Event description:
It was reported by the customer that pyxis medstation es system had drawer failure and the fridge stated device not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that irac board for row 1 had a melted connector that connected to row 2. A field service engineer replaced both the boards. The system functioned as intended after the field service engineer troubleshooted the device.